Event description:
While a resident was being transferred from bed to wheelchair with a floor lift, the mast of the device came detached from its base. Resident, who was lifted, landed on the floor, but did not hit her head. Resident remained on the floor until another lift could be inspected by maintenance. Resident was then transferred back to bed. Nurse was notified and checked resident. No injuries were sustained.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the MFR arjohuntleigh (B)(4). The device was inspected on-site by a rep of the MFR's sales and svc unit subsidiary division, not a direct employee of the MFR. Additional info will be provided following the conclusion of the MFR's investigation.